Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery will not hold a charge was confirmed. The root cause of the reported issue was reported as an internal battery failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, battery will not hold a charge. On (B)(6) 2020-per sample evaluation, the sr8 is randomly shutting down on battery power.